Event description:
A pasv PICC was placed for therapeutic purposes in 2004. Approximately, two to three days after placement, pain and swelling occurred. It was discovered under fluoroscopy that a leak had developed under the skin. The PICC was then replaced with a competitive product.